Manufacturer narrative:
Result of investigation: h10: a vyaire field service representative(fsr) evaluated the device onsite and confirmed safety solenoid was leaking from blender when unit was plugged into wall o2 and turned off. As a resolution blender was replaced. Also, replaced exhalation valve that was damaged. Ran fio2 calibration successfully and leak test passed. All tests passed required criteria after verification. Unit meets factory specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has internal o2 leak issue. At this time, there was no information of patient involvement reported with this event.